Event description:
It was originally reported on (B)(6) 2013 that the patient¿s implantable neurostimulator (ins) ¿was irritating his pocket¿ following ¿losing 180 pounds over the one to two years¿ prior to report. It was further reported the more weight that was lost, the more irritated the patient¿s pocket became. It was noted the patient¿s pocket location was ¿along his beltline.¿ the pocket irritation was stated to have been first noticed six months prior to report. It was noted the patient also experienced a fall and that ¿no change in therapy occurred.¿ about a month later it was reported that the cause of the event was pain and swelling at the implant site. A pocket revision was planned for (B)(6) 2013. Reprogramming reportedly occurred on (B)(6) 2013. No patient hospitalization was required and the patient outcome was noted as a non-serious injury or illness. About three and a half weeks later it was reported that the revision was put on hold due to the patient being out of town. There were no mechanical issues or therapy problems. The battery was to be repositioned because it was ¿a little¿ uncomfortable.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot# v708136, implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot# v708136, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information reported the ins was ¿sticking out¿ and it was ¿at an angle.¿ it was further reported the ins had flipped and a revision was planned.

Manufacturer narrative:
(B)(4).